Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. The bending angle was insufficient due to the elongation of the angle wire. The insertion part tube was crushed due to an external factor. The forceps could not be inserted smoothly due to the collapse of the forceps channel due to an external factor. Image disappearance occurred when the angle was activated. There was a strange noise when operating the angle. There were scratches on the operation part, switch box, rotation mechanism, grip, angle lever, up/down plate, universal cord, and scope connector cover due to external factors. The curved rubber adhesive was missing. The scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the insertion part was crushed, and the angle was insufficient on the evis lucera elite bronchovideoscope. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion tube had peeled off due to deterioration. This report is to capture the reportable malfunction of the peeled off coating on the insertion tube due to deterioration noted at estimation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested event was caused by stress of repeated use, external factors, or handling. It is recommended that the user instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.